Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue, and atrial pacing capture threshold was elevated. Atrial capture threshold at 0.625v the week of (B)(6) 2016, then jumps to 2.5v (B)(6) 2016 and reamins at that level thereafter. P-wave amplitude 3.5mv the week of (B)(6) 2016, then drops to approx. 0.625mv (B)(6) 2016 and remains below 1mv thereafter.

Event description:
It was reported that the right atrial (ra) lead dislodged; exhibited increased capture threshold and decreased sensing. High threshold and undersensing was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.